Manufacturer narrative:
UDI #: (B)(4). Investigation is ongoing.

Event description:
Per decontamination observation, the sheath distal tip was torn. During insertion of the commander delivery system into a 14fr esheath resistance was noted before valve alignment. After a successful deployment of a 23mm sapien 3 ultra valve, upon removal of the 14fr esheath the tip of the sheath was damaged. There was no harm to the patient. Per report, there was no difficulty with sheath insertion or removal and the loader was fully inserted into the sheath during insertion. The sheath was not inserted at a steep angle. The patient had small anatomy but not calcified with exception of calcified area in distal aorta that narrowed to 9.5mm.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection revealed the following: liner opened as designed, no liner tear, radial tear confirmed, evidence of stretching along opening parallel to score line, score line present, open along score line and minor scratches along the sheath shaft. Imaging was returned and reviewed. The imagery shows the patient anatomy has some tortuosity and calcification present. Additionally, the minimum luminal diameter (mld) of the patient is below the 5.5 minimum that is recommended. The imaging shows sheath after being used in the procedure with the distal tip torn. Dimensional and functional testing were not performed due to the nature of the complaint (torn distal tip). During manufacturing per procedure, the sheath shaft components are 100% visually inspected. The device is inspected for defects and the esheath tip is visually inspected for tips with tears. During manufacturing process, the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing per procedure. The verification included expander insertion force testing, as well as seam inspection pre- and post-expansion testing. The samples were tested and found to be within specification. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The device history record (DHR) was reviewed and did not reveal any issues that could have contributed to the reported event. A lot history review was not performed. There was no evidence of an actual or potential product non-conformance identified. A review of complaint history for the edwards esheath revealed other returned devices from december 2018 ¿ november 2019. A potential edwards defect may have contributed to one complaint. An investigation is in place; however, an awareness communication was performed at the manufacturing site. A risk assessment has been initiated to capture re-assessment of the risks relating to the issue and the status of the investigation. As documented in this risk assessment, CAPA decision has been deferred pending further investigation. The other few complaints suggests that patient/procedural factors may have contributed to the event. A review of the complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for this trend category. The esheath IFU, the commander preparation training manual with ultra valve and the commander procedural training manual with ultra valve was reviewed for guidance and instruction involving the esheath and delivery system usage. The procedural manual provides instructions on minimum access vessel diameter for each size of esheath. The minimum vessel diameter for a 14fr esheath is > 5.5mm. In addition, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force the sheath and if having trouble inserting the sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure the sheath is not damaged during re-inserting and if damaged, return and replace with a new sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. The complaint was confirmed based on visual inspection of the returned devices. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Evaluation of the device revealed that score lines were present on the sheath distal tip. Despite this, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion and the reported resistance with delivery system, contributing to the failure mode. Additionally, the patient had tortuous and calcified vessels which may have exacerbated the situation. However, a definitive root cause is unable to be determined at this time. In this case, patient factors (minimum mld, tortuosity and calcified vessels) may have contributed to the event. However, a conclusive root cause is unable to be determined. No manufacturing non-conformances were identified during evaluation. However, potential factors related to device design/manufacturing may have contributed to the failure mode. A product risk assessment was previously initiated to investigate the failure mode and assess associated risks. There were no defects identified. No corrective or preventative action is required; however, the distal tip torn will continue to be monitored.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.